Event description:
It was reported that the patient suffered a sudden profound hearing loss. She was re-implanted in early 2009, with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.